Event description:
It was reported, "after an endoscopic ultrasound guided fine needle aspiration (eus fna) pancreas biopsy performed the pt presented symptoms of acute pancreatitis. After the eus fna, the clinical, laboratories as well as imaging results of the pt were compatible with acute pancreatitis. One week after the eus fna, the head of the cytology lab informed me that in the thin prep material of the isthmus area, some microscopic particles were found which could correspond to metallic filings. Also she informed me that she had similar findings in liquid phase cytology as well as in three more samples in the same time period." It was reported that the injury incurred required a hospital admission that was a prolonged hospitalization "after around one month the pt left the hospital."